Event description:
It was reported that the patient underwent an unrelated surgery on (B)(6) 2023 wherein the patient was unable to confirm if the ipg was placed into surgery mode. Following the surgery, the patient's ipg was no longer communicating with external devices. The patient met with a manufacturer's representative wherein trouble shooting was undertaken and the patient's ipg was recovered and access to therapy was restored.

Manufacturer narrative:
Section b3: event date is estimated. A patient's ipg became inoperable was reported to abbott. The ipg was not set to surgery mode while the patient underwent an unrelated surgical procedure. Troubleshooting was able to recover the ipg. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.